Manufacturer narrative:
Device not returned at the time of this report. If additional information becomes available, it will be provided on a supplemental report. Device not available remains implanted.

Event description:
It was reported that the patient underwent a total ankle replacement surgery. Allegedly, sometime post-op it was determined that the patient will need to undergo a revision surgery for reasons not available at the time of this report.

Manufacturer narrative:
The products were not returned for evaluation. Radiographic images were provided. Review of the images indicates infinity devices in-situ. However, based on the images alone the reason for revision cannot be determined. Per the medical assessment: the images are not of sufficient quality to make an assessment. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the patient underwent a total ankle replacement surgery. Allegedly, sometime post-op it was determined that the patient will need to undergo a revision surgery for reasons not available at the time of this report.